Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6); implanted: (B)(6) 2026; explanted: (B)(6) 2026; product type: catheter; product ID: 8784; lot/serial# (B)(6); implanted: (B)(6) 2026; explanted: (B)(6) 2026; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 10-oct-2026, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 23-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient had extreme pain in their head and neck region. The hcp stated that the surgeon put the catheter up to about t4 but that's as far as they can go. The hcp mentioned that they were brought to the emergency room (ER) and the patient "is a total straight shooter but they can't move anyways". The hcp did magnetic resonance imaging (MRI) of the cervical and thoracic and they got enhancement of the very parenchymal area. The hcp was concerned about typical or aseptic meningitis which does happen with some of these pumps but they had ruled it out and that time. Technical services reviewed the option to deliver a single bolus of baclofen and continuing to monitor provided the patient's condition is not worsening. Additional information was received from the healthcare provider (hcp). The cause of the patient's extreme pain was unknown. The hcp thought it was a reaction from medication in the intrathecal space. The hcp stated it was confirmed the patient did not have meningitis. Although it was reported it was ruled out, the magnetic resonance imaging (MRI) results showed thickening/inflammation of the meninges. There was no infection but concern for inflammatory process. "Chemical aseptic meningitis" was also in their response and mentioned that the MRI results showed inflammation and chemical aseptic process. Actions/interventions taken to resolve the issue included a full system removal (B)(6) 2026. The patient's pain has not resolved, but steroids and pain management are planned to resolve/manage it.